Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 527 mg/dl at the time of incident and 124 mg/dl at the time of call. Customer stated that they went through different infusion set but when they removed it had a bent cannula. Customer was assisted with troubleshooting for bent cannula. The device will not be returned for analysis.